Event description:
This is filed to report difficult clip deployment. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully deployed on the mitral valve. To further reduce, another clip was inserted and placed on the mitral valve. However, while attempting to deploy, the actuator knob was unable to be pulled. Troubleshooting was performed and the clip was able to be deployed, reducing mr to a grade of 1-2. The clip was stable on the leaflets. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported difficult or delayed activation (clip deployment) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.